Event description:
We received a report that a patient developed endophthalmitis after an intraocular lens was implanted. The lens was implanted around the end of (B)(6) 2013 or beginning of (B)(6) 2013. No information concerning treatment was provided. The report noted that the symptom is not improving. No other details were provided.

Manufacturer narrative:
Additional information received from the surgeon noted that the reaction was minimal and not severe. In the following month (post implant) the patient was stable and the outcome was good. If explanted, give date: the lens was not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.